Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Event description:
On (B)(6) 2025, the patient was admitted for "recurrent headaches for 4 days." To further clarify the cause of the headache, a "bubble test" was planned, which requires the use of a three-way stopcock during the procedure. On (B)(6) 2025, the test was performed. During the procedure, when "activated saline" was rapidly injected through the intravenous cannula and the three-way stopcock, leakage from the stopcock was observed. Multiple checks confirmed that the connection between the luer lock syringe and the three-way stopcock was secure. The three-way stopcock was replaced to complete the procedure, and the test was successfully completed. The patient reported no discomfort.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.